Manufacturer narrative:
Results: one contaminated tube and straw was received. All process and final inspections comply with specification requirements. There were no related quality notifications. Conclusion: although based on the receipt of this complaint we acknowledge that the customer has had an issue with this particular product; the complaint could not be confirmed from the 1 returned sample. Based on the severity and occurrence of this complaint, no further action will be taken at this time. This defect will be tracked and trended for future awareness. UDI#: (B)(4).

Event description:
It was reported that the gray stopper came off of a bd vacutainerr® plus plastic urine c&s preservative tube and urine transfer straw when attempting to remove from the transfer device. Urine spilled and the sample had to be recollected. There was no report of injury or medical interventions.